Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 04 october 2024, senseonics was made aware of an incident where the user received a false hypoglycemia alert from the system due to sensor inaccuracy.the user reported on (B)(6) 2024, around 01:54 pm that their sg was 64 mg/dl and bg was 82 mg/dl.per dms, it was confirmed that the user received a low glucose alert at 01:48 am, when the sg was at 65 mg/dl.user didn't seek for medical treatment. User didn't take any actions to solve the event because he confirmed that it was a false low event and he had no symptoms.

Manufacturer narrative:
The user reported an event where the system triggered a false low glucose alert when the bg was in normal range on (B)(6) 2024 around 01:54 am. The user mentioned that the sg at the time was 64 mg/dl while the bg was 82 mg/dl. A review of the data management system (dms) data confirmed that the sg value on (B)(6) 2024 around 01:48 am was 65 mg/dl and bg at 1:54 am was 82 mg/dl. A review of the alert history revealed that the user received a low glucose alert at 5:28 pm. The user did not seek medical treatment as the bg was in normal range. In an associated complaint of the user about sensor inaccuracy, it was observed that the system was having some instability in the signal and reference channels. The user was inserted on (B)(6) 2024, and the incident occurred 6 days after insertion. It is expected to see some differences during the early days as the system is stabilizing while the insertion site is healing, as stated in the user guide. The user was advised to keep using the system and was educated about lag and early wear period. The sensor is currently in use, and the system is displaying good agreement between the sensor readings and calibration entries. The root cause of the reported inaccuracy can be attributed to early wear adjustment. B4: date of this report updated to 15 november 2024. D4: updated additional device information. G3: date received by the manufacturer? 12 november 2024. H3: device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
D2b.product code corrected to sba.